Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in the operating room for a device change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced during the procedure on (B)(6) 2016. The patient was stable and will continue to be monitored.